Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs), the patient was in critical condition when the decision was made to implant the impella cp device (pump 1). Low pump flow and positioning issue were encountered. Impella cp device pump 1 would be explanted and replaced with another impella cp device (pump 2), which experienced low pump flow as well. The patient would eventually pass away. The patient was admitted to the hospital with complaints of chest pain and shortness of breath. The initial test did not show any acute event. Therefore, the patient was sent to the unit and returned to the catheterization lab the next day. Left and right heart catheterizations were completed. The right heart showed normal pressures. The coronary angiogram revealed a large patent right coronary artery. The left side was severely calcified and revealed left main. The ejection fraction was estimated at 25%. The physician made the decision to try and fix the left main. A guiding catheter was delivered radially, and as the physician attempted to seat the guide, a dissection to the left main artery occurred due to the severe calcification. The patient rapidly declined, requiring intubation, maximum pressors and cardiopulmonary resuscitation (CPR). The decision was then made to implant an impella cp device (pump 1). CPR was being done on the patient for the entirety of the procedure. The impella cp device (pump 1) was implanted, and suction was immediately present on the automated impella controller (aic) as the impella was started in auto. A bolus of saline was given, and the placement of the device was confirmed under fluoroscopy. Flows of 1.2 liters per minutes (l/min) were the best that could be obtained due to constant suction events. The physician utilized the 7 french companion sheath/single access to deliver the guide and wire across the left main. Angioplasty and stenting (with two drug-eluting stents) of the left main and the left main ostium were done. The dissection was no longer present per the report. However, the patient continued to decline requiring CPR. In an attempt to reposition the impella cp (pump 1), the catheter was unintentionally pulled back across the valve. The device was explanted, removed from the body, and the physician decided to use a new impella cp device (pump 2) to avoid any possible thrombus formation within the previous impella cp device (pump 1) and hopes of better flows. The new impella cp (pump 2) catheter was prepped and placed into the left ventricle in standard fashion. As CPR continued, the flows on the new impella cp device (pump 2) could not rise above 1.2l/min and continued suction was seen. Eventually, after all heroic efforts were made, the patient did not recover. The decision was made to discontinue further efforts and the patient expired. Medical safety review of the event noted the patient likely expired from the left main artery dissection complication and cardiac condition as the patient was in a state of decline from the very beginning of the impella support and unable to recover. However, given the impella cp device (pump 1) inability to deliver (with delay in) optimal flow for support at onset and malpositioning as well, the impella cp device (pump 1) cannot be dissociated for the event outcome. The impact to the overall outcome is unknown. Note: impella cp device pump 2 was implanted as CPR continued. Flows could not rise above 1.2l/min. However, impella cp device pump 1 has been associated with the patient's demise (for reason noted above).

Manufacturer narrative:
The impella cp device was discarded by the customer. The clinical details mentioned the pump was pulled back inadvertently past the valve. The root cause of the positioning issue was most likely use related as evidenced by clinical details. The data logs confirmed low flows for matching p-level. There were suction alarms and an impella position in ventricle alarm. There were no motor current spikes outside p-level changes. The clinical details do not mention any patient anatomy or volume complications. The root cause of the low pump flow was not determined as no product was returned and insufficient clinical information was provided. This is one of two devices associated with the event. Refer to manufacturing report number 1220648-2025-27037 for impella cp (pump 2).